Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies and associated implantable transvenous defibrillation lead had a shocking lead impedance measurement of 120 ohms. A 1.1 joule shock was delivered and resulted in an 'open condition' yellow warning screen. Defibrillation threshold (dft) testing was performed, a 21 joule shock was delivered which resulted in a 41 ohm impedance. All the shock lead impedance (sli) tests have been normal since the shocks. Another 1.1 joule shock and a 31 joule shock were delivered resulting in normal impedance measurement with all subsequent sli measurements measuring normal.